Event description:
Information received from an article: lall rr, crobeddu e, lanzino g, et al. Acute branch occlusion after pipeline embolization of intracranial aneurysms. J clin neurosci. 2014 april 21 (4): 668-672. Three patients were treated with pipeline embolization devices for aneurysms not located in the paraclinoid ica (internal carotid artery). All three patients were properly treated with aspirin and clopidogrel prior to the pipeline procedure. Shortly after the procedures, partial or complete occlusion of a major side branch occurred in all three patients. Intra-arterial administration of abciximab reversed the occlusion. Patient 1: the patient presented with subarachnoid hemorrhage from a giant basilar bifurcation aneurysm incorporating the proximal left pca (posterior cerebral artery). The only deficit at the time was partial third nerve palsy. It was decided to treat the patient in two stages. First, the patient underwent coiling embolization treatment to obliterate the ruptured portion of the aneurysm. Three weeks after the coiling embolization, the patient returned to be treated with pipeline. The patient was given three doses of aspirin 325mg and a 300mg loading dose of clopidogrel. Heparin was administered intra-operatively. During the procedure, a pipeline (3.5mm x 16mm) was placed from the middle p1 segment into the basilar artery. Several minutes later, the left p1 occluded along with the residual aneurysm sac and a substantial thrombus was seen with the pipeline in the right p1 segment. A bolus of intra-arterial abciximab was administered and the acute thrombus was dissolved. The residual aneurysm reappeared. The patient recovered without any neurological deficits. Post procedural MRI (magnetic resonance imaging) with diffusion/perfusion showed small bilateral punctate diffusion-restricted lesions in the occipital lobes. There were no lesions involving either the thalamus or the brainstem. Six days post procedure, the patient was discharged after a brief period of intravenous heparin while being transitioned to coumadin. It was reported the patient returned to work; however, there were complaints of occasional headaches.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).